Event description:
It was reported that the customer had a cracked on insulin pump. The customer's blood glucose level was 12.3 mmol/l. The customer crack on insulin pump was not caused by vehicle nor bumped or dropped. The damage of the insulin pump is around the reservoir compartment. The customer reported that their is no other events leading to the damage. The customer was advised to retrieve and insulin pump will be swap.

Manufacturer narrative:
Findings: pump received with broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, missing end cap sticker, and reservoir tube cracked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.